Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. There was also an inappropriate shock due to the oversensing of noise. The patient was coaching football at the time of the events. Technical services advised some testing options. The clinic has scheduled a stress test for the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via wide intrinsic complexes. This time, the sensing vector was set to the primary sensing vector at the time of the shock. The patient underwent treadmill testing; the rates were being double counted into the conditional zone. The device was now reprogrammed to a single zone at 250bpm, and he is being considered for a transvenous system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. There was also an inappropriate shock due to the oversensing of noise. The patient was coaching football at the time of the events. Technical services advised some testing options. The clinic has scheduled a stress test for the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via wide intrinsic complexes. This time, the sensing vector was set to the primary sensing vector at the time of the shock. The patient underwent treadmill testing; the rates were being double counted into the conditional zone. The device was now reprogrammed to a single zone at 250bpm, and he is being considered for a transvenous system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. There was also an inappropriate shock due to the oversensing of noise. The patient was coaching football at the time of the events. Technical services advised some testing options. The clinic has scheduled a stress test for the patient. There were no additional adverse patient effects. The system remains implanted.